Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device showed a message "device storage filled". The customer requested to check if the hard drive was full. A technical support specialist logged into the remote support service and confirmed that the space on drive d was a normal 39.24 gigabytes the system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the pyxis medstation es system showed message of "device storage filled" and the user could not retrieve medication. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.